Event description:
Pt was scheduled for synchromed infusion pump implant due to chronic low back and cervical neck pain. Physician experienced, difficulty inserting the distal catheter. Serveal attempts were made to insert the catheter. When the catheter was removed the end was noted to be frayed. Pt experienced pain and was taken back to surgery. CT revealed a 2 cm piece of retained catheter within the thecal sac. Catheter piece was not removed. Pt was discharged on 9/22/99.